Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure and had tot coloplast sling/cystoscopy with transobturator taping and cystocele repair on (B)(6) 2009 and an aris-transobturator sling system and an obtryx transobturator mid-urethra I sling system were implanted into patient. It was reported that patient experienced pain, urinary problems, dyspareunia, vaginal scarring, erosion, infection, bowel problems, bleeding, neuromuscular problems. It was reported that the patient underwent additional surgeries and revisionary procedures that include, leep for abnormal pap smear with ¿normal¿ results, and removal of a piece of mesh on (B)(6) 2010. It was reported patient had an exam under anesthesia on (B)(6) 2010, and underwent excision of mesh on (B)(6) 2013 due to erosion and pain.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure an undisclosed date and an unknown mesh was implanted into the patient. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures, including a mesh excision surgery on (B)(6) 2010, due to erosion. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.